Manufacturer narrative:
The evaluation of the log file revealed multiple entries for the date of event that are in context with the reported ventilator failure and the alarms regarding (B)(6) airway pressure. There would be several different root cause scenarios imaginable which lead to this combination of error entries, among them use of a bronchial suction system, patient breathing activity or technical issues with certain parts in the control loop. Repeated requests for additional information i.e. Instructions for additional checks remained unresponded. Thus, a reliable conclusion in regard to the triggering condition is not possible. It can be concluded in general that the device responded to a deviation as designed, stopped automatic ventilation and posted corresponding alarms. Hence, the event does not incorporate a previously unknown or falsely assessed risk.

Event description:
Please refer to initial MDR #9611500-2016-00287.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine reportedly also displayed alarm messages for pressure negative, minute volume low and o2 sensor fail. There was no patient injury reported.